Event description:
It was reported the distal tip of this .018 guidewire detached in the pt's arm during placement of a peripherally inserted central catheter. No retrieval attempts were made. The procedure was successfully completed with another guidewire. The pt's condition is good and no pt sequelae resulted from this event. The device was destroyed by the user facility. Therefore, no failure analysis will be available. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "the guidewire should not be withdrawn through the entry needle. If the guidewire tip must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit to prevent the needle from damaging or shearing the guidewire."